Manufacturer narrative:
Patient height: 177.8cm. Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The returned device was visually and microscopically examined. Visual examination revealed that the distal section of the device is missing. The missing parts are the distal guidewire lumen, distal inflation lumen, marker bands, balloon, and tip. There are multiple kinks along the whole device. The inflation lumen and guidewire lumen are separated 126.5cm from the hub. The separation appears to have been stretched prior to separating. Microscopic examination revealed a longitudinal tear of the inflation lumen and guidewire lumen from the exit notch to the separation.

Event description:
It was reported that shaft break occurred. The target lesion was located in ostial circumflex artery. A 15mm x 3.25mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. When removal was attempted, it was noted that the device became stuck. The physician pulled the device and split the balloon in half. The device was removed but the broken portion remained in the body. The guide wire was then pulled out and luckily, the broken portion came out along with it. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in ostial circumflex artery. A 15mm x 3.25mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. When removal was attempted, it was noted that the device became stuck. The physician pulled the device and split the balloon in half. The device was removed but the broken portion remained in the body. The guide wire was then pulled out and luckily, the broken portion came out along with it. No patient complications were reported.